Manufacturer narrative:
Inspected 1 opened/used sensor and inspected introducer needle for burrs/hooks and dull needle tip defects and found a hook at the needle tip. Unable to confirm if customer received sensor damage due to customer returning it opened/used. Needle separated from sensor base. No broken anomalies were observed.

Event description:
It was reported that the sensor needle broke before they were able to insert it in a customer. Caller was not sure if the doctor kept the pieces of the sensor that broke. Caller will notate information and send a replacement sensor and return packaging in case they did save the sensor. Sensor will be sent back for analysis. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.